Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v000764, implanted: (B)(6) 2006. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (B)(6) 2010).

Event description:
The healthcare provider (hcp), a MRI tech, reported that the system was recently removed, but part of the lead had grown into the bone and was unable to be removed. The hcp did not know how long the lead fragment was or why the system was removed. The hcp did not know when the system was removed, but stated it was recent because the patient still had stitches. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.